Manufacturer narrative:
Conduction disturbances, such as third-degree heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that two months after the implant of this transcatheter bioprosthetic valve, during preparations for unrelated dialysis treatment, the patient was observed to be experiencing third-degree heart block and a permanent pacemaker was implanted. It was reported that the patient had exhibited left bundle branch block following the valve implant, and that first-degree atrio-ventricular heart block was observed three days post-implant. There was no treatment or intervention at that time, and no reported adverse patient effects following device or pacemaker implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.